Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: tri ts femur sz4 right; cat# 5512-f-402; lot# irfd, tri ts baseplate size 5; cat# 5521-b-500; lot# inda, triathlon symmetric x3 patella; cat# 5550-g-360; lot# 6h6v, tri cemented stem 12mmx50mm; cat# 5560-s-112; lot# m9l4i. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
This pi is for the revision of the patient's right knee on (B)(6) 2019. Procedure: the patient underwent right total knee replacement (B)(6) 2014. Patient underwent right revision (B)(6) 2014 for pji. Patient had spacer explant and hinged knee replacement with extensor mechanism allograft (B)(6) 2019. Update: the previous revision for infection (B)(6) 2014 was a poly exchange. No confirmation of spacer implantation or removal so (B)(6) 2019 not an anticipated 2nd stage.